Manufacturer narrative:
On (B)(6) 2016 11:32 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4). The investigation is still pending.

Event description:
On (B)(6) 2016 11:07 am (gmt-5:00) added by (B)(6) ((B)(4)): (B)(4).

Manufacturer narrative:
(B)(4). The product was not requested to return for manufacturer's laboratory investigation as the failure is known and was investigated in a similar complaint. The investigation results out of the similar complaints were as follows: after that the oxygenator was tested for its o2 and co2 transfer. Oxygenator successfully passed the performance testing. Therefore the reported failure could not be confirmed. The product passed every coating step and was not marked as scrap. There were no references found, which are indicating a nonconformance of the product in question. During the review of the DHR / avz no production parameters could be identified that would indicate a nonconformance during production, in regards to the reported failure.the cause of this failure was determined to not be attributed to a device related malfunction. Based on the investigation results out of the similar complaint and the information available at this time the oxygenator in question operated within maquet cardiopulmonary specifications. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. If a trend occurs, it will be escalated to quality assurance management for review and determination if further investigation is necessary. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).